Event description:
This is being filed to report the difficulty removing the clip from the sgc. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. During insertion of the second clip delivery system (cds) the device was miskeyed; therefore the decision was made to remove the cds; however the clip became caught on the tip of the steerable guide catheter (sgc). Troubleshooting was performed and the cds was able to be removed however the sgc tip was torn. Another clip was successfully implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A cause for the reported difficulty removing cds from sgc could not be determined. It should be noted that the mitraclip g4 system instructions for use (IFU) states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. In the event, it was stated during insertion of the clip delivery system (cds) the device was miskeyed. However, this user deviation from the IFU did not contribute into any other issues. There is no indication of a product issue with respect to manufacture, design, or labeling.